Event description:
Terumo received the following reported information: the case was a peripheral intervention right femoral access via 6 french sheath, left leg intervention. Ultrasound and an 18g needle were used to obtain access. The procedure was successful. A right common femoral artery angiogram was performed to assess access site for angio-seal closure device. It was confirmed proper access was obtained, staff decided to proceed with 6 french angio-seal device. The 6 french angio-seal sheath and arteriotomy locator were assembled. The procedural sheath was removed, and the 6 french angio-seal sheath was inserted over the wire in standard fashion. Pulsatile flow was confirmed through back end of arteriotomy locator. The angio-seal sheath was pulled back until pulsatile flow was lost, then advanced to re-establish pulsatile flow again. The sheath was secured, and arteriotomy locator and wire were removed from sheath. The deploying staff member mentioned that the arteriotomy locator was challenging to disengage from sheath. The angio-seal device was inserted into sheath and advanced to target area. Angio-seal device was engaged into sheath hub then separated to hear an audible click. Angio-seal sheath was pulled back at an angle in standard fashion exposing the suture. Guitar string tension was applied to suture, and the green compaction tube was advanced. The scrub tech noticed some of the collagen plug was protruding from access site upon pulling sheath out. The collagen plug traveled back under the skin upon applying guitar string tension to suture and advancing the green compaction tube exposing black mark on suture. The angio-seal suture was trimmed in standard fashion. Scrub tech used ultrasound to confirm proper angio-seal deployment at right femoral artery. The vessel was open at time of deployment. The patient experienced right leg pain two days later and was taken to hospital for further evaluation. It was decided to perform an angiogram to further diagnose. Left femoral arterial access obtained to image right common femoral artery. Angiogram performed showed a blockage at the right common femoral access site. Staff mentioned patient undergoing thrombolysis therapy as per facility protocol. The patient was in stable condition, waiting for result of thrombolysis therapy. No blood loss was reported.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.